Manufacturer narrative:
(B)(4). No additional information has been received. Device not returned to manufacturer.

Event description:
On or about (B)(6) 2009, [mrs] had cervical spine surgery at (B)(6) wherein screws were implanted. In (B)(6), 2014, it was discovered that a screw(s) had broken. On (B)(6) 2014, a second surgery was performed at (B)(6) where the subject screw(s) were removed and new screws placed.

Manufacturer narrative:
Initial report sent: 10/29/2014. Add'l model(s) # n60000146, n60000117. Add'l lot(s) # 80900, 77558.

Event description:
On 11/16/2015, x-spine received the following for eval; one broken 4 x 14 mm fixed spider screw (part # n60000146, lot # 80900) and six intact 4 x 14 mm variable spider screws (part #n60000136, lot #80627), and one 62 mm three level spider plate (part #n60000117, lot #77558). These parts were explanted on or about (B)(6) 2014 and are being investigated in reference to amendment of the original MDR filed 10/29/2014.